Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The complaint was confirmed by review of in-vivo data. However, the problem could not be duplicated during in-house investigation. The root cause is low reference channel values potentially due to insufficient hydrogel hydration. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D8 was this device serviced by a third party? No. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1559. H6. Component code updated to 510. H6. Type of investigation updated to 10 and 4111. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.